Manufacturer narrative:
Follow up MDR for additional information received by the customer. Following the submission of the initial MDR, the batch number was provided by the customer. Batch number and associated information provided in section d. Device manufacture date provided in section h.

Event description:
Additional information received 03sept2024: batch provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We receive complaints from an item we order from your company: 30 ml luer-lock syringe with reference 301229 printing on the syringe is gone or severely faded, rendering the gradations illegible and consequently unusable. Syringes have not been in contact with ipa or any other disinfectant. They came directly from secondary packaging. 4 samples available, still in primary packaging. Please investigate and offer a solution to this.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: four samples were provided to our quality team for investigation. Through visual inspection, one sample displayed an ink stain over the scale and incorrectly printed scales were observed on the other three products, verifying the reported incident. A device history review was performed for reported lot 2312085, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Six retained samples of the reported lot were used for additional evaluation. All syringes were inspected and all scales were verified to be complete and properly printed on the barrel. While we cannot identify a direct issue, this incident occurred during the marking process. Manufacturing personnel have been notified of this incident to increase awareness. A project has been initiated to implement a detection system to identify this type of incident. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence

Event description:
No additional information.